Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a decrease in sensing measurements the night after implant. Pacing impedance measurements increased to greater than 2,000 ohms and loss of capture at maximum outputs was observed. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.